Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description, service report and communication with field service engineer (fse). According to the information provided by the technician, the following test failed during pre-use check: internal leakage test, pressure transducer test, flow transducer test and patient circuit test. Both pressure transducer printed circuit boards (pcbs) and expiratory channel pcb were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure and a defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.